Manufacturer narrative:
Citation: yagel et al. Electrocardiographic features that militate against early hospital discharge after transcatheter aortic valve replacement. Heart rhythm. 2024 may;21(5):674-676. Doi: 10.1016/j.hrthm.2024.02.012. Epub 2024 feb 9. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Bioprosthetic valve.  At one-hour post-implant an electrocardiogram (ECG) showed sinus bradycardia with new left bundle branch block (lbbb).  At 18 hours post-implant an ECG revealed a regular rhythm with narrow qrs complexes and an echocardiography confirmed normal function of the bioprosthetic valve.  Based on these results the patient was discharged home; however she soon returned to the clinic due to severe dizziness and weakness.  Another ECG at 72 hours post-implant showed complete atrio-ventricular block which was successfully treated with implant of a permanent pacemaker.  No further information was provided pertaining to medtronic products.